Manufacturer narrative:
Investigation into the event concluded that the false negative ahcv and hbsag results were instrument related. An ocd field engineer repaired the reagent supply cooler. There is no evidence to suggest that the vitros reagent packs were not operating as intended. Once the instrument was serviced, acceptable results were obtained. The root cause of the event is instrument related.

Event description:
A customer observed two pt samples with false negative anti-hcv and hbsag results on the vitros eci analyzer. The biased results were reported and corrected reports were issued. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.